Event description:
It was reported that while attempting to cross through two previously deployed stents, it would not cross. Upon removal of the delivery system, the stent separated from the delivery system in an unknown location.